Event description:
It was reported that there was "out of range" impedance on the superior vena cava lead. During the lead revision procedure, the physician inadvertently cut the pace/sense portion of the right ventricular lead. The lead was then inadvertently plugged into the atrial port of the device. A lead impedance warning was triggered. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.